Event description:
It was reported that there was a leak around the device. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported and there was no leak that was seen. On (B)(6) 2020, the patient presented for their 45 day transesophageal echocardiogram follow up procedure. The imaging revealing residual blood flow width that was greater than 5mm. There were no consequences or impact to the patient.